Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the information you provided and the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves confirmed a decrease of the rv coil integrity from approx. 500 ohms down under 200 ohms in (B)(6) 2016 and (B)(6) 2017. Furthermore the provided iegm showed noise on the rv channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that 16 episodes of ventricular oversensing classified as ventricular fibrillation were detected since last follow up. Right ventricular coil impedance had two low measurements. All remaining parameters were regular. There were no adverse patient side effects reported.

Manufacturer narrative:
(B)(6) 2018 - this lead was explanted on (B)(6) 2018. We received a device evaluation. Upon receipt, the lead under complaint was found cut 10.5 cm and 18 cm distal to the is-1 connector pin. All fragments were received and thoroughly analysed. During the visual inspection multiple signs of wear along the lead fragments were noted. In particular around 7.5 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered to be the root cause for the reported clinical observations. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Furthermore deformations of both shock coils were noted. Particularly the svc shock coil was shifted distally and the conductor cable to the svc shock coil was pulled partly outside its lumen. These damages most likely resulted from tensile stress during the lead extraction. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.